Event description:
It was reported that alarm 01 occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed to load a new cartridge, which they did successfully, allowing them to resume insulin use without further issues.